Manufacturer narrative:
Product event summary: (B)(4): the pump was not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files for the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion and high flows. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with high watts on the ventricular assist device (vad). Patient states having swelling increased significantly over the past days as well as having increased orthopnea and paroxysmal nocturnal dyspnea (pnd). Patient then noticed a change in urine color yesterday and states it looked brown. On admission urine appears normal but has large amount of blood in the urinalysis. Patient was suspected to have thrombus and tissue plasminogen activator (tpa) was offered. Patient and spouse agreed they did not wish to receive any further treatment. Patient was placed on do not resuscitate (dnr) while hospitalized as hospice care was being arranged. Patient was discharged home where they eventually passed away. The ventricular assist device (vad) remains implanted.